Manufacturer narrative:
E1 initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a lasso® nav eco catheter and the patient experienced soft tissue injury and medical device entrapment. The physician found their progress with the lasso to be impeded. The lasso was hooked to the non-surrounding tissue of the foramen ovale when withdrawing from the left atrium to the right atrium, resulting in the catheter's inability to be withdrawn. Finally, "use [of] external force to directly pull out the catheter," it was found that the hook had brought out some myocardial tissue. The physician attributes the event to a malfunction with the lasso.